Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer had lunch, manual shot and steroid two days ago and customer¿s blood glucose level was 200 mg/dl. At lunch toady customer¿s blood glucose was around 150 to 170 mg/dl. Customer¿s current blood glucose was 308 mg/dl. The customer was treated with manual injection for the high blood glucose. Customer called in to report two days ago to set up his care link, he loaded into the care link and his hospital care practitioner couldn't see his settings. Customer declined troubleshooting on the insulin pump for high blood glucose after seeing his high blood glucose settings were off. Customer currently took insulin pump out of auto mode. The device will not be returned for analysis.